Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2020 a manufacturing record evaluation was performed for the finished device lot qbmhhz, and no non-conformances were identified additional h3 investigation summary: an empty opened foil and a labeled winding former of product code z341, lot # qbmhhz was received for evaluation. Needle or suture was not returned. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Qbmhhz.

Event description:
It was reported that a patient underwent a laparoscopic adrenalectomy surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle. It was reported that another suture was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.